Event description:
Ref importer report number (B)(4).

Manufacturer narrative:
There is no substantial clinical evidence indicating advantage of sga's (supraglottic airway, oropharyngeal airway) with aperture bars with respect to epiglottis positioning. A randomized comparative study of 160 pts looked at epiglottis positioning in pts receiving either sga with or without aperture bars. Based on endoscopic evaluation, the data showed no difference in device correct or suboptimal positioning and epiglottis positioning between the groups (1). To our knowledge there have not been done other scientific systematic studies comparing the real function of aperture bars or showing its advantage in terms of safety. Aurastraight has a long history of safe use with 2.9 million devices sold and no reports or complaints of events describing epiglottis down folding. Moreover, the ambu complete range of sga comprises 5 devices. They all share the same design on the cuff and no aperture bars. There have been sold more than 15 million ambu sgas and we have no previous complaint regarding epiglottis being trapped, which is confirmed by review of ambu database of complaints for all five aura products. The user states that he/she is not a regular user of sga and that in fact, there is no way to verify that the brand lma (with aperture bars, we presume) would have performed better. It is also important to mention that the brand lma has also devices without aperture bars. Based on the add'l info provided, we believe that the user has a preference for using another brand. Is there a need for the epiglottic bars in the laryngeal mask airway? Can j anaesth. 2003 fe; 50 (2): 203-4. Al-shaikh b, pilcher. Ambu has tried to contact doctor numerous times (via phone, email, personal visit) doctor is not responding/providing any info.